Manufacturer narrative:
Device received with blank display, problem isolated to lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of over 470 mg/dl. Customer received blank display. Troubleshooting was performed. The product will be returned for the analysis.